Manufacturer narrative:
On may 7, 2019, the territory manager was made aware that a patient's incision site had opened, and an x-ray revealed fluid at the distal end of the implant. The implanting clinician informed the territory manager that the patient reported good pain relief with the device. As a precaution, the implanting clinician prescribed oral antibiotic (keflex 500mg, taken 4 times a day, duration unknown) and the patient was sent home. The patient reported no other issues with the system before, during, or after the permanent procedure. Based on this information, the wound not healing was confirmed/replicated, there is no evidence that product did not meet specification and the stimulator is used for treatment of pain. The cause of the wound not healing is unknown/no problem found. Device history record was reviewed and there were no non-conformances and product met specification at final release.

Event description:
Stimwave quality has investigated the details surrounding a complaint resulting from an unconfirmed infection that occurred in (B)(6) reported to stimwave on may 7, 2019, by stimwave territory manager.